Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss from a hole in the pump tubing. The patient outcome was good following this procedure.